Event description:
Rptr called due to report seen on problems with trocars. Spouse had problem last year that was life threatening. Went in for umbilical hernia repair - laparoscopic procedure. Told everything fine and went home. Returned to ER because unable to void and abdomen getting bigger. CT scan showed belly full of blood, bp dropped to about 60/30. Had emergency surgery and 2 units of blood. Hospitalized about 6 days. Concerned that trocars are unsafe and should be pulled from market.